Event description:
Reference number (B)(4). Event occurred in the united states. Patient reported high bg which was addressed by correction bolus via pump. Troubleshooting confirmed issues with infusion set tubing. No further information available.